Event description:
The reporter stated that her mother received an er1 message because she waited too long before inserting the strip into the meter. They contacted the dr as usual when there is a high reading. The dr did not prescribe any medicine. No harm was alleged.